Event description:
Reportedly, the vega lead was implanted on (B)(6) 2025, a dislodgement was spotted the day post implantation. The lead was repositioned on (B)(6) but a dislodgement was again occured so the lead was explanted and a new lead was implanted on (B)(6).

Event description:
Reportedly, the vega lead was implanted on (B)(6) 2025, a dislodgement was spotted the day post implantation. The lead was repositioned on (B)(6) but a dislodgement was again occured so the lead was explanted and a new lead was implanted on (B)(6).

Manufacturer narrative:
Summary of the investigation: upon receipt, the screw fixation was found to be extended. The fixation mechanism operated as specified. All mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. X-rays of the lead were performed to assess the fixation mechanism, the proximal section, the outer coil, and the inner coil (which operates the screw mechanism) of the lead body. Torque /bending) was observed in the inner coil. This finding may be attributed to the multiple repositioning of the lead and/or an excessive number of turns performed to extend or retract the screw during the implantation, repositioning and/or explantation procedure. All other components were free of any damage. Given that the lead was repositioned several times, it is possible that blood and tissue residues coagulated, preventing the screw from being properly fixed (to be retracted and then extended again). This may explain the reported lead dislodgement. Based on available information and investigation result, the reported dislodgement most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.